Manufacturer narrative:
D4: consumer provided two lot numbers; it is unknown if both lots were involved. Lot number - 217444; d4 - expiration date - 05jul2024; FDA UDI - (B)(4). Lot number - 218978; d4 - expiration date - 05jul2024; FDA UDI - (B)(4). B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.

Event description:
The consumer reported an unknown number of false positive results performed with the binaxnow covid-19 antigen self-test on unknown dates using one or both of the following lot numbers (lot: 218978 and/or lot: 217444). Pcr confirmation testing (platform unknown) was performed on an unknown date and generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4: consumer provided two lot numbers; it is unknown if both lots were involved. Lot number - 217444; d4 - expiration date - 05jul2024; FDA UDI - (B)(4). Lot number - 218978; d4 - expiration date - 05jul2024; FDA UDI - (B)(4). B3: the date indicated is an approximation as the exact event date was not provided. Lot number - 217444. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 217444 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 217444, test base part number lot 195-430wjr/ lot 215333 met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 217444 showed that the complaint rate is (B)(4). Lot number - 218978. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218978 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 218978, test base part number lot 195-430h/ lot 215332 met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 218978 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single-use: device discarded.

Event description:
The consumer reported an unknown number of false positive results performed with the binaxnow covid-19 antigen self-test on unknown dates using one or both of the following lot numbers (lot: 218978 and/or lot: 217444). Pcr confirmation testing (platform unknown) was performed on an unknown date and generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.